Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. There is an instruction that states, "this pad is not to be used on or by an invalid, a sleeping or unconscious person, a person with diabetes, or a person with poor blood circulation or insensitivity to heat, or a person incapacitated by medication" and consumer failed to perform that instruction.

Event description:
An attorney's office is filing a letter under case reference number (B)(4) haw alleging that a heating pad was the cause of a burn to its client's foot. There was not a report of property damage with this incident.